Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bh4swmdu1 zebra insulin printer was producing labels with barcodes that failed to scan during patient dispensing, and this issue was experienced by multiple nurses. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing label light. A field service engineer confirmed with customer printer was printing label light, then escalated to technical support center reinstalled the printer driver to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist repaired the device.